Event description:
It was reported that once the jaws were placed on the tissue during a vats procedure, the device would not fire. When the surgeon removed the device from tissue the device would fire off tissue. Case completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2024. D4: batch # 520c79. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with a dent in the nozzle, with the handle shrouds partially opened, and with a gst45g reload loaded on the device. The reload was received fully fired with the pan partially dislodged and the reload body broken. During analysis, it was observed that the knife was not fully retracted to the home position. The anvil had a reverse camber, and the clamp release button was broken on the right side of the device, causing difficulty getting the device to clamp properly. The device event log was reviewed and showed that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. When the device was able to clamp, as additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the clamp release button was found to be broken. One possible scenario is due to applying a large force on the clamp release button in the opening direction. This can then result in damage to the clamp release button if the applied load is high enough. The damage noted on the returned reload could be due to an improper handling of the reload. In addition, it is possible that the device was clamped over an excess of tissue causing the anvil to bend. It should be noted that the knife being partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. Please reference the instruction for use for more information. The damage to the nozzle and handle shrouds could be potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 520c79, and no non-conformances were identified.